Event description:
It was reported when using the pen, the cursor on the screen trails an inch or two behind. It was also reported the screen does not work lower left hand corner. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, as a result the bezel assembly was replaced and the stylus was calibrated.